Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the broken needle and aligned the new one. Controls were run without error. The most probable cause of the event was a bent/misaligned sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, the customer reported error code 4020: specimen z axis home overrun, indicating that the specimen z-axis motor overran on the home side. After removing the cover, it was discovered that the sample needle was bent. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result for pth which was purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.